Event description:
It was reported that vessel dissection occurred. The target lesion was located in the mid left anterior descending artery (lad). Following the deployment of 2.50 x 38 mm promus elite drug-eluting stent (des) and post-dilation, a proximal edge dissection was observed in the stent's proximal segment. To address the dissection, another 3.00 x 32 mm promus elite des was deployed proximally, overlapping the first and covering the flow-limiting dissection. The procedure was completed, the patient status was stable and fully recovered.